Event description:
A international distributor contacted us regarding a hospital that used a 6 contact depth electrode and during removal of the electrode, 2 contacts separated from the electrode and were inadvertently left inside the pt. The contacts were removed and no permanent harm or injury occurred to the pt. The physician proceeded to test an unused 8 contact electrode to the limit and broke several contacts in the process. This electrode was not used on a pt.

Manufacturer narrative:
This report is initiated following a field audit. The device has been modified to prevent any further occurrence from happening. The modifications have been reviewed by the field audit team. Add'l expiration date: 2008-03. Add'l MFR date: 01/2006.